Event description:
It was reported that the 6800 system had poor image quality with fuzzy images and rotating and floating image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards were reseated and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.